Event description:
It was reported that following a fall, the pt felt a surging in the right arm as well as intermittent stimulation. The pt landed on her buttock right at the device site. She also bumped her elbow and hit her right arm. Further troubleshooting was planned per the hcp. Current impedance measurements were normal. Electrode impedance checked at 0.70v. Therapy impedance: 2.40v/120pw/50hz: 668ohms. Ins battery: 3.005v with estimated 107 months from implant date. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.